Manufacturer narrative:
Per info provided by the user facility, carefusion technical support determined that the most probable cause of the reported event, was a faulty user interface module. The alleged faulty user interface module was received by carefusion service for repair on (B)(6) 2015. The service dept was immediately able to duplicate the reported event. When they powered on the user interface module, they received a blank screen. They also attempted to load software, but could not get it to initiate the software loading process. The user interface module was disassembled and visually inspected. No loose connections were found. The control printed circuit board was isolated as the root cause of the reported event. The control printed circuit board was replaced, and software was downloaded. Operational tests were ran to confirm that the device was performing according to factory standards, before it was returned back to the customer.

Event description:
The customer contacted carefusion technical support to report a ventilator that will not turn on. According to the customer this event occurred during pre-use checks. No pt involvement.

Manufacturer narrative:
The faulty printed circuit board was routed to the failure analysis lab for further investigation. The failure analysis lab evaluated the device, and found that when installed into a ¿known good top level¿ user interface module, they received a white screen and not the dark screen that was initially reported. The white screen indicated improper and/or incomplete software download. They initiated new software download, and were successful at downloading the software. They then cycled the power and the white screen no longer appeared, the assembly was booting up completely after each power cycle. Root cause: possibly incomplete software download caused the white screen, however the reported blank screen was not reproduced.